Event description:
It was reported, that the subject device had an e104 fog free function error and moisture from the flat connector. There was no patient involvement.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and a correction. The device was returned for evaluation and the customers complaint was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: green image. Based on the results of the investigation, it is likely that the following led to the malfunction: the most probable cause of the complaint was due to a broken charge coupled device unit, green image occurred. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, that the subject device had an e104 fog free function error and moisture from the flat connector. There were no reports of patient harm.